Manufacturer narrative:
The hemocue glucose 201 dm rt system is not available on the u.s market. However, similar devices are. The reported incident occurred in (B)(6). Eval summary: no malfunction could be found. Discrepant result could not be repeated.

Event description:
A professional tested a neonate for glucose and the hemocue 201 dm rt (hemocue device) result was normal, but the result did not match the neonate's symptoms. The pt showed apnea, hypotonia, red face and gaze. The pt hemoglobin was 17 g/dl. The neonate was born in week 36, and the sample was from a heel stick. The neonate was tested with a radiometer blood glucose analyzer, and the result showed that the neonate was hypoglycemic. The neonate was then treated based on the results of the radiometer device. At the time of discharge, no neurological deficits were reported.